Event description:
"Patient has a history of low back pain and bilateral leg pain worse on the right than on the left, grade I l4-5 spondylolisthesis with segmental instability on fiexion and extension views, significant spinal stenosis at this level secondary to facet and ligamentum flavum hypertrophy. It was reported that the patient underwent a posterior spinal fusion at l4-5 using capstone cage and bmp2_acs. No patient complications were reported. At an unknown time post-op, patient underwent a hardware removal and a spinal fusion at l4-5 using legacy system and bmp2_acs. At an unknown date, patient's post-operative periods were marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant ectopic bone formation." No further details are known at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2005 the patient underwent: bilateral l4-5 decompressive laminotomies and foraminotomies by a right minimal access spinal technique; use of intraoperative fluoroscopic guidance for placement of the retraction tube system; use of intraoperative microscope for illumination magnification and microdissection through the distraction tube; right posterior interbody fusion at l4-5 using a tlif arthrodesis technique using an implanted peek biomechanical cage (12 x 22mm cage with infused bone morphogenic protein) and local autograft; non segmental pedicle screw fixation of l4-5 using minimal access spinal technique, pedicle screw fixation system (also placed using intraoperative c arm fluoroscopic guidance); use of brainlab frameless spinal stereotactic navigation system for placement of the pedicle systems. Per-op notes: "..bone morphogenic protein was placed in the decompressed the left l5 nerve root. The bone that was removed from the lamina was morselized and used a local autograft bone. This was packed into the cage in combination with collagen containing bone morphogenic protein. A collagen sponge with the infused bone morphogenic protein was also placed anteriorly with morselized pieces of bone. It was also placed into the left lateral aspect of the disc space and the cage was then impacted into the disc space to allow appropriate lordosis and we used a 12 x 22 mm cage and its appropriate placement was monitored on an ap and lateral fluoroscopic imaging.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.